Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The computer and power switching board were replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that image acquisition system (ias) will not boot.

Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the hard drive was failing causing the power cycling. If information is provided in the future, a supplemental report will be issued.